Event description:
A (B)(6) female pt called zoll customer support to report a call zoll message. Upon reviewing the download data a gel released flag was found. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon eval, the cable running from the distribution node to rear therapy electrode was damaged. The cause for the 'gel previously released' flag is damage to the wires in the cable running from the dn to the rear tes. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.